Event description:
As reported by the user facility information by bbm sales organization in swden: "under infusion" user description: "the pump sounds the alarm indicating that the infusion is complete, but only half the bag have been infused". Underinfusion.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: we received: one infusomat space, 8713050, serial no.: (B)(6), software version: 686n030004. The history files were read out and analyzed. It could be found an infusion therapy at 22nd of may 2022. A vtbi of 1000 ml was set and the infusion started with a rate of 41,67 ml/h, caused of a planned infusion time for 24 hours. The infusion stopped two seconds after start due an upstream alarm. After 7 hours and 40 minutes the infusion was stopped by a pressure alarm. The infusion was continued and stopped two times because the device was go into the stand by mode. The volume was done and the infusion stopped. At the end of the infusion, 1000ml was infused. The reason for the alarms could not be clarified. No other abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps were on the screw pillars as well as the sealing on the lower housing part were available and undamaged. No damages on the housing parts could be found. The device was in a clean state. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,83 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the pre-investigation results the upper housing part was removed for an inside investigation. No damages or soiling could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation.